Manufacturer narrative:
Plant investigation: the actual complaint device was not returned, however, thirty-five (35) companion samples from the same lot were returned to the manufacturer for analysis. Each sample was returned in a sealed pre-packaged pouch with no indication of damage or irregularities. Visual examination of the samples did not identify any kinked, broken, looped, or damaged fibers on the fiber bundles. The polyurethane material was distributed evenly and was without any visual damage, irregularities, or defects. The samples were subjected to a laboratory bubble point test and no leaks were detected on any of the 35 returned samples. A review of the device production records was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Evaluation of the returned companion samples and review of the DHR did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The patient care technician at the user facility reported that a dialyzer blood leak was observed soon after connecting the patient to the system and initiating the hemodialysis (hd) treatment. Blood was visible running through the hansen lines so the treatment was stopped and the patient was removed. Follow-up was provided by the nurse administrator who revealed that the patient¿s hd therapy was immediately discontinued when the issue was observed. The patient was re-setup on a different machine with a new dialyzer and bloodline, and then the treatment was continued and successfully completed without any further issues. The patient's estimated blood loss (ebl) was noted as being less than 100 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. However, companion samples from the same lot were available to be returned for analysis.